Manufacturer narrative:
The reported complaint of a leak from the icy catheter (lot 200156) was confirmed during functional testing. A leak was observed from the proximal infusion lumen opening during the lumen crosstalk test. The probable root cause is a weakened wall between the lumens, which withstood pressure testing during manufacturing but resulted in a leak during clinical use. Functional testing of the returned catheter was performed. All the infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to the pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi, no leak was observed from the catheter balloons. However, a leak was observed from the proximal infusion lumen opening during the lumen crosstalk test, confirming the reported complaint. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints reported for the icy catheter with lot number 200156.

Event description:
While in fvr-mode, the users saw that the nacl-bottle was emptied and a mid:09 (air trap assembly) error message was displayed on the thermogard xp ivtm system. No leaked saline was observed on the console, patient bed, or floor. A leak check was performed per the catheter IFU. The customer decided to remove the icy catheter (lot 200156) because therapy was almost at an end anyways. The catheter was not replaced. The patient is 74 years old, 89 kg, and male. The catheter had been inserted into the right femoral site smoothly on the first attempt by an experienced practitioner. The dwell time of the catheter was 4 days. The alarm on the console was cleared and the console is back in service. No impact or injury to the patient.